Event description:
Complainant alleged that during a routine shift check of the device, the unit's display was blank. The complainant indicated that there was no patient involvement in the reported malfunction.